Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Please clarify a date of index surgical procedure (hernia repair)? Were both stratafix symmetric used to close the fascia? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab intact when sutures were placed in the patient? Did the surgeon use the anchoring back-stitch? Did the operating surgeon observe any suture deficiency or anomaly before use or during the suture placement? What date did the patient present with dehiscence (# post op days)? Were both the stratafix symmetric sutures broken post-op? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Were the sutures reprocessed (ie. Re-sterilized) before use? Date and details of surgical re-operation? Other relevant patient history/concomitant medications? Will product be returning for evaluation? Lot number? What is physician¿s opinion as to the etiology of or contributing factors to these events (wound dehiscence and suture breakage post-op)? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a midline hernia repair procedure on an unknown date and barbed suture was used to close fascia. Patient presented within a week with fascia separation. Surgeon says when he repaired the opening, he had to pick out the barbed suture in pieces. He implied the suture fell apart and didn¿t maintain its integrity, causing the incision to open up. Patient required another surgical repair to the incision. Additional information has been requested.